Event description:
The customer reported that the morning after applying a new pod, "very high blood sugars" were experienced. Her bg's remained consistently high (472 - greater than 500 mg/dl) into the afternoon hours despite having administered multiple boluses. Her bg's would not lower so she deactivated the pod; an ambulance was immediately called for and she was taken to the hospital. Upon inspecting the pod, she noticed that the "needle was partially extended" and that the "cannula was not extended". The pod will be returned for eval.

Manufacturer narrative:
The customer stated that the needle did not fully retract after firing and that the cannula had not deployed from the pod. This indicates that needle mechanism possibly malfunctioned due to a damaged component. Since the pod was not returned for eval, however, no malfunction can be confirmed. The omnipod user guide instructs users to "check the infusion site after insertion" to ensure proper placement. If labeling instructions were properly followed, the user would have noticed the non-retracted needle and the non-deployed cannula (which would have been visible through the pod's viewing port) and would have immediately deactivated the device. The user guide also advises users to check their blood glucose levels frequently so they're able to react quickly and appropriately to any issues.